Event description:
The customer reported experiencing multiple intermittent occlusion alarms with their insulin pump, including alarm 2 and alarm 26. There was no adverse impact to the customer¿s blood glucose level. The customer, guided by technical support, followed several troubleshooting steps, including delivering boluses and replacing supplies, but the alarms persisted. As a result, a replacement pump was recommended and approved after further escalated troubleshooting failed to resolve the issue. The customer was instructed to continue using the current pump until the replacement arrived, and comprehensive guidance was provided on the replacement process.